Event description:
It was reported that the patient presented during clinical follow-up. The implantable cardioverter defibrillator was found to be in backup model due to event queue overflow. Programming changes were performed. There were no patient consequences.